Manufacturer narrative:
Block h6: problem code 1074 captures the reportable issue of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found that the balloon was not folded which indicates that the device was subjected to positive pressure. Functional evaluation was performed by attaching the device into an encore inflation unit, the balloon was inflated to its rate of burst pressure of 20 atm without problem. A vacuum was then applied. The inflation device was verified at 20 atm before and after use with a calibrated pressure gauge. The device was inflated to 20 atm three times repeteadly with no leaks or drop in pressure noted; no issues were identified with balloon inflation or the balloon material. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications. A labeling review was performed and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a nephromax dilatation balloon catheter was used in a percutaneous nephrolithotomy (pnl) procedure was performed in the right kidney on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon burst when inflated below the limit pressure. The procedure was completed with another nephromax dilatation balloon catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a nephromax dilatation balloon catheter was used in a percutaneous nephrolithotomy (pnl) procedure was performed in the right kidney on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon burst when inflated below the limit pressure. The procedure was completed with another nephromax dilatation balloon catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.